Manufacturer narrative:
A sample was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Device history records could not be reviewed because the reporting facility did not provide a lot number or any info traceable to the mfg process. Additional info has been requested. (B)(4).

Event description:
A facility reported the product did not retain its required density. It "attenuated" on the first day after surgery. The surgeon performed three surgeries on the same day and reported the gas retained a density of 60-70% when it normally retains 90% one day following surgery. The surgeon did not change his method and therefore, suspect the product did not meet its specifications. A lot number was identified for one of the cases; there were no identifiers for two of the cases. Add'l info has been requested. This medical device report is the two cases without identifiers.